Manufacturer narrative:
Explant was reported due to aortic regurgitation and leaflet tear. The investigation found that leaflet 2 and leaflet 3 were torn. There was thinning, loss of collagen, and degenerative changes to leaflet 3. Leaflet 1 and leaflet 2 had fibrous pannus ingrowth on the inflow surface. There was microcalcification within the pannus on leaflet 1. There was no inflammation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the tears could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability. Also the degenerative changes noted to the tissue could have contributed to the tear formation.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported in (B)(6) 2016, a 19mm sjm trifecta valve was implanted. During follow-up, the patient presented with aortic regurgitation. On (B)(6) 2021, the valve was explanted due to a tear on the right coronary cusp. Prior to the replacement valve being implanted a root enlargement was performed in order to accommodate a larger valve size. A 19mm trifecta¿ gt valve was implanted. Just before the patient came off bypass the patient experienced ventricular fibrillation (vf) and arrested 3 times. After 15 minutes the patient stabilized enough to come off bypass and after bleeding was stopped the chest was closed. The bleeding is thought to have been due to the patient's age and being very weak and frail. The patient is recovering.